Event description:
The customer observed (B)(6) results while using the architect anti-hcv assay. The customer provided the following results: on (B)(6) 2012: (B)(6) non reactive. The specimen was retested on (B)(6) 2012 and generated (B)(6). The specimen was tested again using a different lot on a different instrument: (B)(6). The specimen was tested again using the original lot number on a different instrument than originally tested with: (B)(6) (each non-reactive). The specimen was tested one last time with a different reagent lot on the instrument originally tested with: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 14708li00; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend related to the lot evaluated. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect anti-hcv reagent list number 06c37, lot number 14708li00, was not identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.